Event description:
The patient has a lengthy and involved history of sarcoma that has been treated with a noninvasive extendible left distal femur implant (compassionate approval dated (B)(6) 2008). Per the sarcoma ambulatory care note printed on (B)(6) 2011: a non-invasive leg lengthening was successfully completed on (B)(6) 2011 at the request of the patient. The patient requested the procedure due to a length discrepancy in the left leg versus the right leg. During the procedure the magnet briefly stopped working after 7 minutes and then restarted and functioned normally until the procedure was completed. The patient was scheduled to return in one month for another leg lengthening procedure. In early (B)(6) 2012, the facility provided x-rays which revealed that the patient had been over extended by 15 mm. The company suggested that the physician reduce the length of the extension by 5 mm in order to provide for more stability. Additionally, a proposal for the patient's revision was provided by the facility on (B)(6) 2012. That same day, the facility advised that the physician was electing not to reduce the length of the extension as the patient was "doing fine without complaints." It was further noted that the physician was looking to schedule the revision surgery for late (B)(6). This revision did not occur as planned. However, in (B)(6) 2012, the physician advised that the patient was now suffering from a failed left distal femoral replacement with total knee arthroplasty with infection. The physician requested replacement tibial components, bearing and a hinge which were shipped on may 30, 2012.

Manufacturer narrative:
Based on a review of the provided information, the reported maximum of the implant extension was confirmed. X ray review confirms that the maximum extension was reached and was in fact over-lengthened by 15mm. There was no failure of the in-situ implant; it functioned as intended. The surgeon elected not to reduce the length of the extension and no other action was completed as the patient was " doing fine, without complaints". There is no indication that the observed maximum extension was device related as no device or manufacturing issues have been identified. The in-situ implant reached maximum extension after 3 years and 11 months in place. The patient has reached the maximum length associated with the in-situ device, due to skeletal immaturity and continued growth. It is noted that revision bme 16842 and revision bme 17169 were both implanted in (B)(6) 2012 although bme 16842 was supplied at an earlier date but not implanted due to an infection.

Event description:
(B)(4).

Manufacturer narrative:
Surgeon initially had provided a revision date of (B)(6) 2012. A follow up communication was sent to physician on july 7, 2014 and again on july 14, 2014 to obtain an updated patient status. To date, the physician has not responded. It is important to note that it is common for pediatric cancer patients with endoprostheses to have a high infection rate. The jts noninvasive femoral implant surgical instructions states that potential adverse effects related to the device include; infection as both intra-operative and postoperative complication, as well as a late postoperative complication. Moreover, a recent study reported an infection rate of 3.5% at a mean follow up of 6.6 years after a limb-salvage procedure using an endoprostheses. The study also reported that 30.6% of amputations following a limb salvage procedure were caused by infection (a.j. Schwartz et al. 2014). Another retrospective study with a mean follow up period of 5.8 years, reported a higher infection rate of 11% and a higher amputation rate following limb salvage surgery due to infection (37%) (l.,. Jeys at al 2005). The device was not returned for evaluation. A supplemental report will be followed upon receipt of additional information.